Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, the customer experienced a loss of consciousness, seizure and received juice, sugar, and/or food as treatment from a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and thoroughly investigated. The sensor plug was securely seated, and no physical damage was detected on the sensor patch. A comprehensive visual inspection of the sensor plug revealed no failure modes. Data extraction from the returned sensor patch was conducted using approved software, which identified the sensor in state 6, indicating an abnormal termination, accompanied by an internally logged brownout reset event (event 21). The returned sensor was further investigated and de-cased. The printed circuit board assembly (pcba) was visually inspected, and no issues were found. Battery measurements were conducted, confirming that they remained within specifications. An extended investigation was also performed, which included a visual check of the returned sensor, revealing no anomalies. Additionally, inspections of the plug and pcba showed no signs of leakage or clouding. The sensor data indicated a brownout reset. The accompanying scan revealed no issues with glucose data. The occurrence of the brownout reset implies that the bluetooth low energy (ble) advertising state was not a contributing factor. The brownout transpired after the timestamp was recorded but prior to writing to ferroelectric random-access memory. This implies that the brownout reset was triggered by the application specific integrated circuit (asic) identifying inadequate voltage levels before initiating its processes. When the asic detects a voltage drop below 1.35v, it may indicate insufficient battery power or intermittent voltage fluctuations within one of its reference levels. Further investigation revealed that the returned puck was de-cased with no visible damage. The source of the complaint was traced back to the brownout reset event, which led to the sensor's termination. Throughout its operation, the battery, battery housing, asic, and bluetooth module functioned correctly. A review of the device history record (DHR) confirmed that all tests passed prior to the unit¿s departure from the manufacturing site. Given that the user reported the error on the eighth day of use, and the termination occurred on the seventh day post-activation, coinciding with event 21, it is concluded that the termination was indeed due to a brownout event. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, the customer experienced a loss of consciousness, seizure and received juice, sugar, and/or food as treatment from a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.